Event description:
It was reported they experienced a break in the wires called an ¿impediment.¿ the patient was looking for a surgeon to replace the f rayed wires. The patient noted other than that they are just fine.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v013245, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient was shaking really bad which started the day of report. It was stated both of the patient¿s implantable neurostimulators (ins) showed they were on and when the patient checked their left side ins they started to shake. It was noted the patient¿s right side battery was new and it was heavy and their left side battery was old and was giving the patient conniptions. It was later reported the patient had tenderness at their pocket site and the physician looked at the site and reported it was well healed. Reportedly, there was no redness or swelling and the patient denied any shocking. Two days later, it was reported the patient had an x-ray. A day later, it was reported no date had been set for the x-ray and minor reprogramming had been done. It was stated the voltage was increased to 0.3 with some benefit and the device was not explanted. It was later reported the patient had some traveling tremor in their jaw that went to their arm and leg, but apart from that their symptoms were pretty well controlled. It was stated the day of report the patient went up on their therapy and that seemed to make them feel better. It was noted the patient was programmed using 0,1 and 2 electrodes and the patient had required adjustments here and there as they had a more complex case and advanced, aggressive parkinson¿s disease. It was stated it was known the patient was getting benefit because if there stimulation was turned off, they had a return of symptoms. It was stated the patient was currently at 2.7 volts and there were no side effects from stimulation other than traveling tremor. Three days later, it was reported the patient had a loss of therapeutic effect and the patient woke up in the middle of the night two weeks prior to report with tremors and their head was pulling back. It was noted the patient stated their healthcare provider told them there could be a possibility of a slight break in the lead and a possible impedance issue. It was reported the patient had an x-ray about 1 1/2 weeks prior to report but they couldn't see anything wrong. It was noted the contacts on the leads were changed and things seemed to be ok. It was stated this shook the patient¿s confidence.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 7438, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v013245, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension.

Event description:
Additional information received reported an x-ray was done and no visible damage was seen. The patient was programmed using the contacts that were in range. The patient left programming feeling controlled. The manufacturing representative had not spoken to the patient since. Additional information received reported x-ray was negative. It was noted the patient's parkinson's symptoms had progressed. The patient had the option for exploratory surgery but currently had elected to return to the healthcare professional for a full work up. Refer to manufacturing report number: 3004209178-2013-15269.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 7438 , serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot# v013245, implanted: (B)(6) 2006- product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # j0331939v, implanted: (B)(6) 2003, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389s-40, lot # v013245 , implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # j0331939v, implanted: (B)(6) 2003, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
Additional information received reported that an x-ray was taken on (B)(6) 2014. The results were unknown. A revision was being planned for the right lead ina couple of weeks due to previous problems. Information received indicated that the revision was happening only on the right side system, however previous information received was unclear as to which system the issue was with.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v013245, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3389s-40, lot# v013245, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was later reported that the patient saw an out of regulation (oor) message on (B)(6) 2014. It was noted that the patient had not been doing well with the therapy. A new lead had been suggested to the patient but the patient had not wanted to do that and the patient had not wanted to an exploratory surgery either. Healthcare professional had tried to reprogram the implantable neurostimulator (ins) to no avail. A new system was suggested to the patient but the patient had not wanted to do that either. It was noted that the manufacturing representative thought the ins was turned off but it was not clear since the patient saw oor. It was later reported that they were looking at a generator exchange on (B)(6) 2013, then on (B)(6) 2013 impedances were noted "all fine"&#63489;after minor car accident. The first note of abnormal impedances was (B)(6) 2013 with contacts 1 and 2 ranging from 7200 to 8700. On (B)(6) 2013 the impedances for c<(>&<)>1 was 9841, c<(>&<)>2 was 17549, 0<(>&<)>1 was 10,015, 0<(>&<)>2 was 18,956, 1<(>&<)>2 was 29,213, 1<(>&<)>3 was 11,226 and 2<(>&<)>3 was 17,749. It was later reported that before (B)(6) 2014 it had been months since the ins had been checked with the patient programmer. Patient had thought the ins was off but when the manufacturing representative had checked the device it was on. Therapy had declined in the last couple of weeks prior to (B)(6) 2014. Patient had experienced worse parkinson&#62688;symptoms and had been really "frozen" recently. Patient had really been experiencing therapy issues since the system started showing impedance problems. It was noted that at one point electrode 2 was activated but on august 13th the patient&#62688;responses were tested on electrode 3 and patient had good gait and arm rigidity with no side effects so the healthcare professional had switched the active electrode to 3. The voltage was recently decreased on the left side from 3.72v to 3.69v to try and mitigate the freezing problem. Ins was interrogated on (B)(6) 2014 and group usage since january showed group a 95% and group b 5% of the time. Group a was c+3-, 3.8v, 90pw, 180hz and group b was c+3-, 3ma, 120pw, 180hz. Group c and d had not been used. Impedances on (B)(6) 2014 were group a c-0 1082ohms, c-1 15014ohms, c-2 8116ohms, c-3 greater than 40,000ohms, 0-1 15616ohms, 0-2 8659 ohms, 0-3 greater than 40,000ohms, 1-2 25325ohms, 1-3 greater than 40,000ohms and 2-3 greater than 40,000 ohms. An x-ray was being performed and then may proceed to lead revision if fracture is observable. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v013245, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3389s-40, lot# v013245, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension.

Event description:
Additional information received reported that the patient had their revision surgery tomorrow, (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the patient assumed full therapy control following replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported intraoperative impedance testing of the lead/extension connection was performed using the clinician programmer and external neurostimulator (ens) and it indicated the same impedances at the same readings that were obtained when connected to the ins. It was noted the doctor had disconnected the extension from the lead and they found the lead impedance readings were well within normal limits. It was noted the extension and ins were replaced and the impedance readings were all within normal limits. It was stated given the many programming adjustments that were due to impedance readings, the most recent settings were not started after the replacement surgery. It was noted the patient was seen in the programming clinic the day prior to report to be evaluated and reprogrammed. It was stated the patient outcome was not known.